Manufacturer narrative:
No button error alarm noted. Insulin pump esc button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. Insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a keypad anomaly. The customer stated on their keypad was scrolling. It was also found the customer received a button error alarm. Customer's blood glucose was 468 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.